Event description:
Customer posted on saalt's (B)(6) to explain that their iud came out while they were removing their saalt cup. Saalt commented on the customer's post asking if they could email us directly. Customer sent a follow up email to saalt on (B)(6) 2020 providing a little more information. Saalt followed up directly asking for clarification about the style of saalt cup the customer was using, their removal techniques, specific questions regarding the state of their iud. (B)(6) 2020 customer responded with most of pertinent information. Customer claimed she always released seal before removing cup. Customer spoke with doctor before using cup. The strings on her iud were not cut short. Customer had cup inserted for 8 hours, when she removed it first thing in the morning and found the iud inside the cup upon cup removal. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."